Event description:
The customer reported that the system continued fluoroscopic x-ray after they stopped pressing the switch. No report of pt injury.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable. However, this event may have resulted in a possible accidental radiation occurred.